Event description:
Customer's mother reported increasing blood glucose levels after administering several boluses with the spirit combo insulin pump. She called her diabetes specialist and he thinks the pump doesn't deliver correct insulin. No adverse event reported. A request was made for the return of the device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.